Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states the sensor read 300mg/dl, but when the paramedics treated the customer, they found their blood glucose level to be 16mg/dl. The customer states the husband found her in diabetic shock and seizures. The customer wanted to speak with senior leadership, but there was none available at the time, so the customer would call back later. The customer was tried to be reached, but there was no answer. The customer reported via email of dissatisfaction with products and services rendered, the customer states they will be holding on to the pump for the time being. The customer was not able to be reached.